Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: block d10: model number/catalog number: 1201. Serial number: unknown. Batch/lot number: unknown. Model/catalog description: tined lead. Unique identifier (UDI) #:(B)(4).

Event description:
It was reported, via medwatch, the patient with this neurostimulator (ins) had their ins and tined lead explanted due to it not working for them. The patient had their system replaced with a different device. There was no patient complications reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).